Event description:
It was reported that during a procedure, @ 62,866 joules; 10:53 minutes, fiber port overheat was noted. The fiber was exchanged and the procedure was completed. Patient outcome "ok" reported.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber proximal end shows evidence of mild impurities deposits on the optical surface of the connector; the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of" fiber port overheat" could be confirmed; another failure of the glass cap was observed; the probable root cause of this second failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.